Event description:
The customer reported advia centaur xp cancer antigen 27.29 (br 27.29 (br) results of >450 u/ml were obtained from two samples from the same patient and questioned by the physician(s). The samples were auto diluted and gave over dilution errors. The two samples were repeated with the same instrument with manual dilutions, resulting lower. It is unknown which results from the, advia centaur xp instrument were reported as the corrected result to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, advia centaur xp br 27.29 results.

Manufacturer narrative:
A united states customer reported advia centaur xp cancer antigen 27.29 (br 27.29 (br) results of >450 u/ml were obtained from two samples from the same patient and questioned by the physician(s). The samples were auto diluted and gave over dilution errors. The two samples were repeated with the same instrument with manual dilutions, resulting lower. The customer has 2 samples from a patient with multiple myeloma and malignant neoplasma that recovered >450 u/ml with advia centaur br (ca 27.29) kit lot 260 when not diluted but upon 1/5 manual dilution recovered < 9 u/ml. Auto dilution of the samples gave over dilution errors. Siemens reviewed the calibration and control data provided and there is no evidence of a problem. The customer was not able to provide a list of medications/supplements the patient was taking. There is no sample that can be sent to siemens healthineers for evaluation. The patient sample had high levels of immunoglobulin g (igg) which is expected for a person with multiple myeloma. Some of the igg antibodies may be interfering with the advia centaur br (ca 27.29) assay. As stated in the limitation section of the advia centaur xp/xpt br instruction for use (IFU) (11206409) "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays.". Dilutions are a way to help identify interference which explains why the diluted results did not match the undiluted results. The cause of the discrepant results seen by the customer with samples from this one patient when using advia centaur br kit lot 260 could not be determined but siemens cannot rule out pre-analytical factors or a sample issue. Based on the investigation, no product problem was identified. The customer is operational. No further action is needed. MDR 1219913-2022-00074 and MDR 1219913-2022-00075 were filed for different test dates.